Event description:
Diabetes educator reports that while demonstrating the use of the easytouch lancing device at a hosp, the lancing device acidentally punctured her, and as it was a used lancet loaded in the lancing device, she was then tested for all bloodborne diseases.

Manufacturer narrative:
Customer reported to have discarded the device involved in the event; no product will be returned.